Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation could not reproduce the reported symptom "false" 'upstream occlusion' alarms", but confirmed the symptom through review of the event history log. The symptom was found to be caused by wide inscribed pin dimension on the ultrasonic sensor assembly. The ultrasound sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, it falsely alarmed "upstream occlusion". There was no patient involvement.